Event description:
It was reported that there was noise and high impedance on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed.